Event description:
The manufacturer received information alleging a dreamstation auto bipap heated humidifier is not working. The patient reports they woke up in the middle of the night and some of the water in the humidifier was used but the water was cold. The patient states the device should have used more water. The patient reports they went to the hospital prior to noticing the device was not working and was prescribed antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.